Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 163 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
No prime alarm noted. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. However, the insulin pump had a slightly loose drive support cap. No motor error alarm noted. The motor was tested outside of the insulin pump and passed. The insulin pump had a cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.